Manufacturer narrative:
The returned device analysis was unable to confirm the reported leak. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incident reported for leak from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak in the steerable guide catheter and intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were successfully implanted. However, when removing the second clip delivery system (cds), the seal at the back end of the steerable guide catheter (sgc) did not close, causing air to continuously leak through the valve into the sgc. The physician blocked the back end of the sgc, and air was aspirated from the device. No air was noted in the anatomy. The sgc was removed and mr reduced to a grade of less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.